Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified red particles, broken shell, and an opening. A weight test was performed and the device was found to be underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening, a striated opening in the anterior side with non-penetrating nick and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which found the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening, a striated edge opening on anterior side due to surgical damage, and non-penetrating nick in the anterior side. The reason for reoperation was rupture. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "torn breast implant... Pain...." Device was explanted.